Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The patient code in h6 has been updated to reflect surgical intervention.

Event description:
This report is being file to update an ar-p code.